Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/12/2017 with the following findings: no defect was found. The black box shows an unexplained loss of prime on (B)(6) 2017 at 11:23; deliveries resumed at 12:11. A manual date/time change was observed in the black box from (B)(6) 2017 00:13 to (B)(6) 2017 22:13. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No alarms or delivery interruptions occurred during the testing. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas.an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the pump was delivering inaccurately and the patient had a blood glucose of 545 mg/dl. The hcp was consulted and has lost confidence in the pump. Troubleshooting found that the date and time were correct, and the bolus and basal histories were as expected. This complaint is being reported due the allegation of inaccurate delivery could have contributed to the hyperglycemia.